Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: describe the event or problem: bd alaris infusion set would not let medication infuse, 2 sets with this issue. Medication would not flow through tubing, despite the clamps all being open and the little fill cannister at the top was full. The second infusion set was filled with large air pockets in tubing, and it also would not flow. Unfortunately, tubing was not saved.

Manufacturer narrative:
H6: investigation summary three photos were returned by the customer. It was reported by the customer that one bd alaris infusion set would not let medication infuse and would also not flow. The photos show the packaging of the sets. However, they do not verify the complaint. The root cause of this failure was not identified as no product was returned, therefore the failure could not be replicated. A device history record review for model 2420-0500 lot number 23013089 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: describe the event or problem: bd alaris infusion set would not let medication infuse, 2 sets with this issue. Medication would not flow through tubing, despite the clamps all being open and the little fill cannister at the top was full. The second infusion set was filled with large air pockets in tubing, and it also would not flow. Unfortunately, tubing was not saved.